Manufacturer narrative:
B2, b5, h1, and h6 have been updated.

Event description:
The physician contacted support regarding a suspected malfunction of an impella cp device shortly after implantation. The device was reported to be well positioned initially, but it stopped approximately two minutes after initiating support. The physician removed and inspected the impella catheter to evaluate for the presence of thrombus; no thrombus was identified. The device was restarted outside of the patient; however, it again stopped after approximately two minutes of operation. Given the recurrent pump stoppage, the clinical team elected not to continue use of the original catheter and proceeded with implantation of a second impella cp device. The replacement device functioned without issue, and the patient was successfully supported with the second device for 9 days til the patient expired on the pump support. The cause of death was not shared. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events. The death on the 2nd pump support is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Event description:
Clinical narrative EU, updated 2026-6-30. The patient expired on the second pump support. The second pump supported for 9 days when the patient expired. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome. Prior clinical narrative: (updated 2026-4-10). The physician contacted support regarding a suspected malfunction of an impella cp device shortly after implantation. The device was reported to be well positioned initially, but it stopped approximately two minutes after initiating support. The physician removed and inspected the impella catheter to evaluate for the presence of thrombus; no thrombus was identified. The device was restarted outside of the patient; however, it again stopped after approximately two minutes of operation. Given the recurrent pump stoppage, the clinical team elected not to continue use of the original catheter and proceeded with implantation of a second impella¿cp device. The replacement device functioned without issue, and the patient was successfully supported with the second device for 9 days til the patient expired on the pump support. The cause of death was not shared. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events. The death on the 2nd pump support is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Updated information: b5 clinical narrative updated, d3 MFR fax number added, d4 catalog number, UDI, and serial numbers updated, h6 component code changed to g07003. The investigation for the pump stop has been completed. No logs were returned. The cause of the pump stop cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The investigation for the hemodynamic instability has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A1, a3, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The physician contacted support regarding a suspected malfunction of an impella cp device shortly after implantation. The device was reported to be well positioned initially, but it stopped approximately two minutes after initiating support. The physician removed and inspected the impella catheter to evaluate for the presence of thrombus; no thrombus was identified. The device was restarted outside of the patient; however, it again stopped after approximately two minutes of operation. Given the recurrent pump stoppage, the clinical team elected not to continue use of the original catheter and proceeded with implantation of a second impella cp device. The replacement device functioned without issue, and the patient was successfully supported with the second device. At the time of reporting, the patient remained on impella support with stable hemodynamics and no further abnormalities noted. The reported events are pump stop, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.